Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 320-42-03 - equinoxe reverse 42mm humeral liner +2.5 (B)(6);, 320-42-03 - equinoxe reverse 42mm humeral liner +2.5 (B)(6);, 300-01-15 - equinoxe, humeral stem primary, press fit 15mm (B)(6); 300-01-15 - equinoxe, humeral stem primary, press fit 15mm (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6); 320-15-02 - rs glenoid plate sup (B)(6), 10 deg (B)(6); 320-20-00 - eq reverse torque defining screw kit (B)(6); 320-20-00 - eq reverse torque defining screw kit (B)(6); 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6); 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6); 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6); 620-00-02 - platelet rich plasma kit with spray tips (B)(6); 620-11-02 - accelerate conc. Sys rep by 620-12-02 (B)(6). Multiple MDR reports were filed for this event, please see associated reports 1038671-2023-00031. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported approximately six years after a reverse right total shoulder replacement the patient experienced pain. The patient underwent a right total shoulder revision procedure due to disassociation of the humeral tray, humeral liner, glenosphere and locking screw. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, g. The revision reported in was likely the result of humeral tray disassociation, likely leading to the reported humeral liner disassociation and glenosphere loosening. The humeral tray disassociation may have been the result of incomplete seating/cross-threading of the reverse torque defining screw and/or an unreported post traumatic event, which allowed the torque defining screw to back out. The glenosphere loosening may have been the result of abnormal articulation following the humeral liner/tray disassembly, incomplete seating of the glenosphere locking screw and/or the glenosphere on the baseplate at the time of implantation, or a combination of these possibilities. Following the humeral tray and liner disassociation, abnormal articulation between the metal components likely resulted in the reported noise. However, these allegations cannot be confirmed as the devices were not returned for evaluation and images/radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.